Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67/3221) a lot history record review was completed for lots 25158619, 25158899, and 25159174 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67/3221) the overall 24 month product complaint trend data for the period oct 2019 through sept 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67/3221) communication/interviews were performed to obtain all possible information.

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 would not flow while system was in the leg. No injury and finished case without opening a new one. Co2 was not hooked up properly to btt to engage the valve. They believe it could have been the insufflation tubing. No harm to patient.

Manufacturer narrative:
(B)(4). Correction-d4 - lot# previously reported is not correct. Hospital says no lot# available.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 would not flow while system was in the leg. No injury and finished case without opening a new one.